Manufacturer narrative:
Event description - additional information per the onyx IFU (instructions for use): "do not interrupt onyx les injection for longer than two minutes prior to re-injection. Solidification of onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture." ¿only use thumb pressure to inject onyx les. Using palm of hand to advance plunger may result in catheter rupture due to over pressurization in the event of catheter occlusion.¿ ¿based on clinical practice, it is recommended that onyx les be injected at a steady rate of 0.16 ml/minute (0.25 ml/90 second). Do not exceed 0.3 ml/minute.¿

Event description:
Medtronic received information that hand pressure was used to inject onyx.

Manufacturer narrative:
(B)(4). The onyx was not returned for evaluation as it was consumed in the event; therefore, the event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. As noted in the onyx instruction for use (IFU): "premature solidification of onyx may occur if micro catheter luer contacts saline, blood or contrast of any amount. (B)(4).

Event description:
The following report was received through medtronic (covidien): the customer reported that during embolization of a ruptured cerebral vascular malformation located in the left fronto insular with onyx 18. The catheter ruptured at the middle segment during injection which resulted in an onyx fragment leak into the middle cerebral artery (mca). The vessel was not tortuous. The catheter and guidewire were prepared as per the ifus. The dead space of the catheter was filled with dmso. The physician paused 1 min during the injections. There was 1 cm of onyx reflux. There was no resistance at the beginning but at the end resistance was felt. The injection rate was followed as indicated in the IFU. The duration of the onyx injection was 15 minutes. The patient is asymptomatic. No patient injury was reported as a result of this procedure.